Event description:
It was reported that during an implant attempt, the helix would not fully advance and "was about 70% of its full length." The lead was unable to measure the parameters because of noise and a lead fracture was suspected. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.